Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection found the product exhibits signs of repeated use and the post feature has fractured off. All pieces were not returned. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via worn instrument return form that the trial articular surface was returned fractured. Not all pieces were returned. No additional information available.